Manufacturer narrative:
Batch review performed on 26 october 2018. Lot 180058: (B)(4) items manufactured and released on 11 may 2018. Expiration date: 02.05.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 9 days after primary due to proximal femur bone fracture. The surgeon revised the stem and head with another company's product and the liner with another medacta liner. The surgery was completed successfully.